Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. Automated impella controller (aic) unable to recognize purge disk while in patient use. Cassette changed without resolution. Issue resolved with change of controller. No patient harm was reported due to the issue.

Manufacturer narrative:
The investigation was completed. The console was returned for evaluation. A bag changed was attempted while running the pump. The user was unable to complete the bag change becuase the purge disc could repeatedly not be detected not be detected regardless of attempting to swap purge cassettes. The console passed the functional tests associated with the preventative maintenace procedure. The cause of the issues recognizing the purge disc was not determined due to the inability to reproduce the issue. This report is being filed as part of a retrospective review of historical records. H.6 code 4629 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-15786.